Event description:
It was reported that the customer suffered from a life-threatening incident of diabetic ketoacidosis while he was sleeping. It was also reported that the insulin pump stopped delivering insulin properly. It was reported that the customer was using recalled quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.